Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020, in order to replace another one for battery depletion. On (B)(6) 2020, the pacemaker was explanted due to infection. Preliminary analysis showed that the subject pacemaker was sterilized and released according to all applicable standard operating procedures.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the subject pacemaker was implanted on (B)(6) 2020, in order to replace another one for battery depletion. On (B)(6) 2020, the pacemaker was explanted due to infection. Preliminary analysis showed that the subject pacemaker was sterilized and released according to all applicable standard operating procedures.